Event description:
Patient intubated with 5.0 rae style endotracheal tube without difficulty. After case, the tube was easily removed, and then the crna noted the distal end was sliced 1/2" above the cuff to the distal tip. Patient had no apparent problems after extubation. Pt observed in pacu-discharged without problems.